Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Product complaint # (B)(4).

Event description:
This complaint is from a literature source. As reported in the literature publication entitled, ¿the efficacy of endovascular stenting in the treatment of supraclinoid internal carotid artery blister aneurysms using a stent-in-stent technique ¿ a (B)(6) year-old female patient with blister aneurysm of the supraclinoid internal carotid artery (ica) who underwent enterprise stent-in-stent assisted coil embolization suffered an aneurysmal rebleeding which complicated with complete occlusion of the left ica and cerebral artery infarction. The patient recovered during the course of the next several weeks (mrs score 3) and was discharged to an inpatient rehabilitation facility. The stroke resulted in severe, persistent neurologic deficit, including expressive aphasia, right facial palsy, and right hemiparesis.